Manufacturer narrative:
Additional information: mcs (lot number k14230601-0512) was reported by the site as also associated with the event, though system logs for the procedure could not confirm the association, was returned and analyzed by isi. Fa confirmed/replicated the customer reported complaint that the instrument stopped working, and removing and reseating the instrument did not resolve the issue during the procedure. The instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected. Additionally, mcs lot number k10240613-0273, which was reported by the site as also associated with the event, though system logs for the procedure could not confirm the association, was analyzed by isi. Fa confirmed/replicated the customer-reported event of snapped wiring, as the instrument was found to have a fully broken grip cable at the grip hub. There was no discoloration, corrosion, or contamination on the cable or abnormally sharp or damaged components that may contributed to the broken cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Because the other instrument tested on universal surgical manipulator (usm) 3 worked, and the implicated monopolar curved scissors (mcs) instruments did not work when tested on another usm, it was determined that this was an instrument issue rather than a system issue. The site has returned three monopolar curved scissors (mcs) instruments said to be associated with the reported event. However, only one is able to be confirmed as involved via the system logs. Additionally, only the confirmed mcs's failure analysis (fa) has been completed. Fa shows the instrument to have a fully broken grip cable at the grip hub. There was no discoloration, corrosion, or contamination on the cable or abnormally sharp or damaged components that may contributed to the broken cable. While instrument engagement errors were noted during the procedure by the technical support engineer (tse), a system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the monopolar curved scissors (mcs) instrument was taken off universal surgical manipulator (usm) 3 to clean and when reinserted, it stated the instrument was not recognized and to reinsert it; the instrument still had 5 lives remaining. This was tried several times along with reseating the drape and port. When the second mcs was installed, it said the instrument was not supported. The third mcs pair had a broken cable, so it was not used. Both instruments that were test inserted on usm 1 resulted in the same messaging, though the nurse could not recall exactly what it said as she was scrubbed in. The technical support engineer (tse) asked the caller to install a new instrument on usm 3 and when installed, it was recognized and usable. The patient was bleeding and with a body mass index (bmi) of 54 and large uterus, the surgeon converted to open. The nurse stated, "this would probably have happened anyway."